Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter had poor sleeve function. This was discovered during use. The following information was provided by the initial reporter: material no: 367290, batch no: 9044795. It was reported when removing the blood tube from the luer the rubber stopper did not cover the needle and leaked blood all over. (Patient 3/3). Customer called to report issue with luer device, stated when removing the blood tube from luer the rubber stopper did not cover needle and leaked blood all over. Date of event: 6/24. (B)(6) year old male.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter had poor sleeve function. This was discovered during use. The following information was provided by the initial reporter: material no: 367290 batch no: 9044795 it was reported when removing the blood tube from the luer the rubber stopper did not cover the needle and leaked blood all over. (Patient 3/3) customer called to report issue with luer device, stated when removing the blood tube from luer the rubber stopper did not cover needle and leaked blood all over. Date of event: (B)(6). 73 year old male

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.